Event description:
Patient reported via regulatory agency that they were injected in the lips with .50 ml of unspecified juvéderm xc. The patient was later injected with .25 ml of unspecified juvéderm xc. The patient later developed "a rash" above the upper lip that was "red and itchy." The rash worsened and the patient was treated with desonide cream, 0.05%. On 2 occasions the patient had episodes of "extreme redness, swelling, burning, and weeping" of the skin that lasted for several hours. The second occurrence was much worse, leading the patient to visit the ER. No treatment was provided. After one week, the developed "a (possibly staph) infection" in the lips and all around the mouth that spread to the tonsils and other nearby areas. The bacteria was not cultured. The patient was treated with 8 days of antibiotics. At the same time, the infection became visible, the patient developed "full body rash of small red itchy bumps" after they were under the sun. The patient's doctor suspects that the initial rash was caused by lip filler migration, and that the severe reactions were to the steroid cream. The event is ongoing with the lips and the area around the mouth still red and peeling and irritated, and extremely sensitive.

Manufacturer narrative:
In response to FDA report number: mw5109370. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification to h6: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.